Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 367 mg/dl. The customer reported receiving a no delivery alarm from the insulin pump. The customer reported doing an infusion set change and discovered that the cannula was bent. The customer also reported a motor error alarm from the insulin pump during basal. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.